Manufacturer narrative:
An onsite evaluation of the thermogard console (sn (B)(4)) was performed by a zoll service technician. The reported complaint of the console displayed tcmid:05 (coolant diff failure) error message was confirmed during event logs review. The root cause was due to a defective lm34 temperature probe due to normal wear and tear of the console. The thermogard console is a reusable device and was manufactured in 19 december 2011. The device has been operating for 8 years and has exceeded its expected serviceable life of 5 years. During visual inspection, no physical damages were observed. However, the air trap sensors was contaminated liquid possibly due to spillage of either saline or glycol coolant in the air trap sensor block. This observation is not related to the reported complaint. Functional testing was not performed due to the defective lm34 and contaminated air trap sensors. The event log review revealed tcmid:05 with high difference between internal coolant bath temperature sensors. Lm 34 temperature probe needs to be replace to address the issue. After replacing the lm34 temperature probe and cleaned the air trap sensors, the console passed all testing criteria and meets performance specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) displayed tcmid:05 (coolant diff failure). No further information available regarding patient treatment. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.